Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that the infusion set kinking during the night. The current blood glucose reading is 114 mg/dl. The blood glucose reading at the time of the event was 563 mg/dl. Customer experienced frequent urination, vomiting, stomach aches and ketones. Hospital treated with IV fluids, insulin drip and saline fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.